Event description:
I had a routine eye exam in 07/05. At that time, the eye dr told me about bausch and lomb renu moisuture loc and how good of a product it was. I used up my regular contact solution -never had a problem with- and bought some of the bausch and lomb renu moisture loc. Around 09/30/05, I was diagnosed with an eye infection and ulcer, which took antibiotic drops to eventually cure. Continued the use of the bausch and lomb product and ended up with infections in both eyes around the end of november, which also required drops to clear up. At that time, my eye dr said that wearing contact could always be a problem due to the number of infections I had in such a short time and impromptu lasik eye surgery was performed 2 weeks later. I never thought that the solution I was using could have possibly been causing these infections until I read the cnn article today. I had been a contact lens wearer for 13 years prior to the infections and never had an eye infection until I started using the bausch and lomb renu product. It could be coincidence or it could be yet another case of the infection caused by the product. Just thought someone should know.